Event description:
It was reported that after unpackaging two 018 hi-torque (ht) connect 300cm guide wires, before the procedure, it was noted that the green polytetrafluoroethylene (ptfe) coating was peeling on each guide wire. Neither devices were used in the patient. Another unspecified device was used in completing the procedure. There was no report of a clinically significant delay. Additional information has been requested.

Manufacturer narrative:
On the 25th of november 2013 abbott vascular initiated a voluntary field action recall for ht connect peripheral guidewires, due to a small number of devices exhibiting partial delamination of the ptfe coating. To date, the frequency of worldwide reported incidents of delamination of the coating is (B)(4). While there have been no long term or irreversible patient effects reported, potential risks associated with delamination of the coating include embolism, thrombus and occlusion in the peripheral vessels. Abbott vascular has ceased distribution of the product while evaluating appropriate corrective and preventive actions.